Event description:
An ophthalmic surgery room supervisor reported that a patient experienced corneal burn during cataract surgery. This patient was the seventh patient of the day. The affected eye was the left eye. The event occurred at the beginning of the sculpt phase of the lens nucleus. There was an occlusion signal during 5 seconds but without sound signal. The surgeon did not hear any occlusion alarm. The sound intensity of the occlusion alarm was set very low on the machine. In surgeons opinion the occlusion of the handpiece with the viscoelastic contributed to the event. The surgeon specified that he observed incision burn at the beginning of the phaco and milky transformation of the viscoelastic. The surgeon specified that before entering the probe, he removed a quarter of viscoelastic and cleaned the masses. Then he started the sculpt step in torsional movement. He did not performed the pre-phaco step. The surgeon did not change the probe and continued the surgery but during 30 to 40 seconds he had occlusion difficulties and it heated the incision. The patient had important postoperative astigmatism since the surgeon had to apply 2 sutures. The surgeon could not remove the sutures too early. The burnt part of the cornea had not been recovered at the time of this report. Due to the event the patient also had descemet folds and wound leakage. The patient was not hospitalized due to the event and no additional surgery was needed. The facility also informed that they respected the viscoelastic delay at room temperature prior to surgeries. The viscoelastic was at room temperature when used. The bss was not cold. The surgeon had the intelligent phaco function deactivated for sculpture. During the surgery the patient´s eye level versus the cassette level was the same. The facility examined the handpiece used for the surgery and did not seem occluded. The facility did not recently change their cleaning and sterilization procedure. They also reported that they were using kelman tips before but now they are using balance tips no additional information is expected. This is one of six reports being filled for this facility. This report is for the viscoelastic and the second patient with corneal burn.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No additional information expected.(B)(4).

Manufacturer narrative:
Evaluation summary: all batches were released according to the required specifications; all testing results were within specification for this batch. Since the complaint sample is not available for evaluation, no further investigation is possible. The root cause is inconclusive, initial analysis results within specification.